Manufacturer narrative:
(B)(4).

Event description:
A pending alarm was reported from (B)(6) 2010; the alarm was discovered by the hcp in a pt whose pump was implanted on (B)(6) 2010. A motor stall occurred and was noted in the event logs on (B)(6) 2010 at 1043 and later recovered that day at 1658. The pt "never had therapeutic effect since implant." The hcp had titrated the pt's dose up from 0.1 to 3.795 mg/day without any relief. The pt was following up with their physician in (B)(6) 2011. The medication being delivered via the device system was morphine. Additional info has been requested. A f/u report will be sent if additional info becomes available.